Event description:
It was reported to resmed that flames allegedly came out of a patient's aircurve 11 device. It was reported that the oxygen line was melted and a hole was melted in the air line to the mask and headgear. The patient reportedly lost personal property and experienced first-degree burns and swelling of their hand. There was no report of the patient seeking medical attention or treatment due to the reported issue.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4). Initial reporter FDA report reference# mw5162662.